Event description:
At about 2 years and 9 months after primary, the patient came in reporting pain and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the liner (12mm) with a thicker one (14mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-aug-2024. Lot 173102: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.